Manufacturer narrative:
Concomitant product(s): d154awg ICD, implanted: (B)(6)2007; 507658 lead, implanted: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead malfunctioned. Follow up was unable to provide more detail to the mal function due to the length of time passed since the surgery. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.